Event description:
Pt states oxygen concentrator machine started smoking causing smoke in home. Pt also reported a burning sensation in nose and throat and watery eyes. He then placed machine outside the home and stated it was hot to touch and continued smoking.